Event description:
When you turn on the pump it gives a high pressure alarm. They remove the batteries and it resets. It is good for a little bit and then gives "no disposable clamp tubing" and they are able to restart and in about 30 to 40 minutes it does it again. They checked the tubing and no issues. It has happened on a couple occasions with just this pump. Sn #(B)(4) will be replaced and a return box will be sent to the patient. "Did the reported product fault occur while in use by the patient? Yes. "Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? Please explain. No. "Is the actual device available to be returned for investigation? Yes. Diagnosis or reason for use: pah.